Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that device was stuck at the "initializing device manager" stage. A technical support specialist (tss) found the refrigerator based on the knowledge article and was verified with pharmacist. The field service engineer (fse) then contacted the customer and guided them through rebooting the station with the refrigerator unplugged and reconnected, after which the system functioned normally. The system functioned as intended after technical support specialist and field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, device did not progress past the initializing stage despite multiple restarts and verification of all cable connections, and the application remained stuck on initialization. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.